Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd bd female ll adaptor was cracked the following information was received by the initial reporter with the following verbatim: it was reported by the customer that cracks.

Manufacturer narrative:
DHR only the customer reported cracks in female luer lock, and returned photos. The investigation could not be confirmed without the physical samples. Currently, the defect has not been reported in any capacity at namc. This complaint is related to pr 9727312 - bd policy is a maximum of lots per complaint - the original complaint reported 6 different lots. The root cause could not be determined until the samples are provided to namc for further investigation. Namc performed a device history record (DHR) review on batch# 2017612 for component 1024-156-043, which includes all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql's), were manufactured, and released according to applicable procedures and specifications. Qn query for the cracks condition was performed in all the affected batches, and no history of the defect was detected. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. Should there be any additional questions as it relates to this pr (B)(4), please contact your sales support representative, (B)(6).

Event description:
Material#: 1024-156-043 batch#:2017612. It was reported by the customer that cracks. No additional information was provided.